Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD), a transvenous defibrillation lead and a bipolar atrial lead experienced device migration and atrial lead dislodgement. An invasive procedure was performed 12 days post implant and the bipolar lead was repositioned. The ICD, a ventak av (model 1810, serial number 3000037) was repositoned. The ICD is not market released in the united states. Cpi learned on january 27,1997, that the atrial lead impedance and threshold measurements (through ICD diagnostics) are unacceptable and another invasive procedure is being considered. X-ray shows dislocation of the atrial lead. The ICD was reprogrammed from the ddd mode to the vdd mode. This report will be updated when further information becomes available.